Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was collapsed. The suction tubing was replaced to resolve the issue.

Event description:
The hospital reported inability to increase suction. There was no report of patient involvement.